Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a red screen with the error code 41786. Reporter states this was an out of box failure as the device was just returned from being repaired. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The pwa board was replaced. Upon further investigation the odometer reading was not accurate. The dso sensor was reading a constant 2500 mv. Replaced the motor, and the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.